Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12305. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used along with a watchman ® access system. The closure device was deployed, but needed to be recaptured. The physician had trouble recapturing the closure device into the access system. After several minutes, the physician was able to fully recapture the closure device. The device was removed from the patient and exchanged for another closure device. There was no issue with this device, but it required a full recapture. It was exchanged for a third closure device to complete the procedure successfully. The same access system was used with all three delivery systems. There were no patient complications.